Event description:
The original report from the field indicated that during a stenting procedure the product did not cross the target lesion. The physician then pre-dilated using a voyager balloon. He attempted to re-cross the lesion and was again successful. When the physician attempted to pull the product back into the guiding catheter, the distal edge of the stent became flared. This was later clarified to be proximal stent strut uplift.